Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient turns on their stimulation, it is set to an 8 or a 9. The patient stated that she felt a painful shocking sensation that was ¿out of this world¿. The patient turns down the stimulation and the pain goes away. It was noted that the patient would turn the stim off but when she turns it back on again, the stimulation was sent to 8 or 9 again and she felt the same pain. It was assumed that adaptivestim (as) was set to 8 or 9, but it was not confirmed because the patient did not have their patient programmer (pp) at the time of the report. In the end, the patient would call beck to troubleshoot. There were no further complications reported or anticipated.